Event description:
The customer reported to baxter (B)(4) pacific regarding a leak that was observed on the irrigation set before patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one used unit for evaluation purposes related to the reported leak condition. The sample was visually and functionally evaluated and the reported condition was confirmed. The sample failed visual inspection, clear passage testing at 8psi and pressure testing at 8psi. During visual inspection, the y-site was determined to be cracked and seems to have been double packed during the injection molding process. This product has not been manufactured at the (B)(4) since 2007, but a similar process was verified and nothing during the manufacturing process could have generated the cracked y-site. Injection molding personnel confirmed the condition was related to the molding process. The most probable root cause for the leak condition is related to damage in the y-site caused during the injection molding process. The root cause is currently under investigation.